Manufacturer narrative:
E1: patient city - (B)(6) patient country - united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010575, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010575 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 08-dec-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) 2100889 was opened during sterilization process. The vericycle report states sterilization quality engineer detected an incorrect heated aeration time for the group. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during sterilization process no related to complaint code, no trend identified for the lot in question, however the malfunction code belongs to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment. Post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an event in which infusion set packaging was not sealed properly misshaped or sterile packaging not intact on (B)(6) 2025. No further information available.